Event description:
Related manufacturer reference number: 2017865-2022-19626. It was reported that the right ventricle lead exhibited cardiac perforation. The right ventricle lead was repositioned on (B)(6) 2022. While connecting the right ventricle lead back to the header of the implantable cardioverter defibrillator, the setscrew could not be tightened. The implantable cardioverter defibrillator was explanted and replaced during the same procedure on (B)(6) 2022. Patient was stable.